Manufacturer narrative:
The insulin passed the operating current, unexpected restart error test, and displacement test. However, the device alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The unit was unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to the compromised force sensor system alarm. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip,minor scratched lcd window and cracked battery tube treads.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 330 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was exposed to moisture in (B)(6); the customer swam while wearing the insulin pump. The drive support cap appeared normal. The customer was not pressing on the drive support cap while connected to the insulin pump. However, the device was stuck in the preparing to prime loop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.